Manufacturer narrative:
(B)(4). Investigation summary: the user did not notify the MFR regarding this event, nor was the device returned for investigation. Therefore, neither a comprehensive investigation, nor a definitive conclusion could be performed regarding this specific event. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk when attempting to remove the applicator shaft through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching one of the these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instructions within the instructions for use.

Event description:
Per FDA maude database report, a voluntary user report, mw5033067, was submitted on (B)(6), 2013. That report indicated that, on (B)(6), 2013, a pt with abnormal mammogram was having a stereotactic guided mammotome biopsy on right breast. During the microclip placement, the proceduralist found resistance with the plunger and would not deploy the microclip. After releasing the plunger temporarily and reapplying pressure, the plunger did extend as expected. A stereo image was obtained and the microclip was not identified. The defective microclip device was removed from pt and the clip was still in the plunger. On inspection of the plunger, the most distal aspect of the plastic deployment device had been sheared off. A second microclip with a different shape was then inserted w/o difficulty. The pt was informed of the plastic deployment device that remained in the breast tissue. The pt diagnosis indicated she will have more breast tissue removed and the plastic deployment device will be removed at that time.